Event description:
In 2007, I had the coaptite procedure done. On that evening I started to swell and became all itchy and got lots of hives with feelings of it somewhat burning me. Ever since that day I have been that way still reacting. I spoke to the neurologist that performed the surgery, but he stated that he was not aware of anyone having an allergic reaction to the coaptite, there after I went and saw a allergy/immunology doctor and she tested me with the bulking agent of the coaptite and it showed that I was reacting to that. Coaptite uses a bulking agent in order to inject it on your bladder. Supposedly both my neurologist and allergy doctor contacted the company that makes the coaptite. I have since been on claritin and allegra on a daily basis. I have also been told to take steroids to try to help with the allergies that I'm getting and according to my allergist doctor, she thinks that it would take about a year in order for my body to absorb the bulking agent that is used in order to give this injection. I was also reading online that prior to the coaptite there was another medication given and it was taken off the market because it would cause severe allergic reactions and that's when the coaptite is in its place. Frequency: once, route: urethral; dates of use: 2007 - 2008; diagnosis: incontinence.